Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was an "issue with one tube that was found to be dirty."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was an "issue with one tube that was found to be dirty."

Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 3 photos for investigation. The photos and samples were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of embedded fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Embedded fm is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. This would typically be seen during the start of a run, or if the mold had to be stopped for maintenance and then restarted. H3 other text : see h.10.